Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose to 430 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment, the patient applied a new pod.